Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had error 345 (thermistor disparity) at power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem of 'system error 345' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history log found no evidence of system error 345. The reported condition was not verified. The cause of the condition could not be determined. The ultrasonic sensor requires replacement as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.